Manufacturer narrative:
Photographs were provided by the customer for evaluation. The complaint kit and smart card were not returned. Examination of the customer supplied photographs verify the bag leak coming from the needle-free port on the treatment bag. The photographs show a blood leak coming from the tubing that is bonded to the needle-free port. A potential cause of the bag leak is due to an insufficient bond between the tubing and needle-free port. A material trace of the needle-free port and its components used to build lot l363 found no related non-conformances. A device history record (DHR) review did not identify any related non-conformances, deviations, or equipment maintenance events. This lot passed all lot release testing. The reported bag leak is verified based on the photographs provided; however, a definitive root cause could not be determined based on the available information. Retraining was completed with all bonding operators at the manufacturing facility to reinforce proper tube bonding instructions. No further action is required at this time. This investigation is now complete. (B)(4). N.s. 19-oct-2023.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction bag leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot l363 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot l363 shows no trends. Trends were reviewed for complaint category, bag leak. No trends were detected for this complaint category. At the time of this report, the analysis of the returned smart card and photographs is still in process. A final report will be filed when the analysis is complete. (B)(4). N.s. (B)(6)2023.

Event description:
The customer contacted mallinckrodt to report they experienced a bag leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the treatment bag port was leaking during the treatment after approximately 1500 ml of whole blood had been processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, the customer discarded the kit. The customer returned the smart card and photographs for investigation.